Manufacturer narrative:
The field service engineer (fse) found a leak at the blood sampling valve (bsv) front pad due to a split at tubing (tubing 211) connected port 11 which caused diluent to drip. The fse replaced the tube at port 11 on the bsv and resolved the leak. As an incidental service the fse observed that vl 7 was damaged by the diluent leak. He replaced vl7 to correct the leak. Failure mode is bsv port 11 at tubing 211 and damaged vl7. (B)(4).

Event description:
The customer reported that approximately 5ml of blood and diluent leaked from the coulter lh 750 hematology analyzer onto the counter while running 5c controls. The leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.